Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17394606) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer reporting that the 4f tempo diagnostic guide catheter (ber 100 cm) malfunctioned during a procedure in which the tip of the catheter fell off and into a patient. The customer reported that the physician was able to remove the tip of the patient without causing any harm. There was no reported patient injury. The catheters were used to cross a central venous in-stent stenosis in a dialysis access patient. It was >50% stenotic but not at all calcified or tortuous. There was a small amount of angulation. The device was stored and handled per the instructions for use (IFU). The device was prepped per the instructions for use (IFU). The catheter was not re-shaped by the user. There were no anomalies noted during or after the device was prepped. The catheter was not kinked or damaged in any way prior to insertion into the patient. The catheter tip was visible on fluoro throughout the procedure. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. When the catheter was removed from the delivery system over the guidewire, it was realized that it looked abnormal. The catheter was inspected and realized the tip was completely missing and detached from the catheter. The tip was found still on the wire, outside of the patient. There were no kink/bent noted after device was removed from patient. The device will be returned for analysis.

Manufacturer narrative:
A 4f tempo diagnostic catheter was reported to have malfunctioned during a procedure in which the tip of the catheter fell off into a patient. The physician was able to remove the tip of the catheter without causing any harm. There was no reported patient injury. The catheter was used to cross a central venous in-stent stenosis in a dialysis access patient. It was >50% stenotic but not calcified or tortuous, there was a small amount of angulation. When the catheter was removed from the delivery system over the guidewire, it was realized that it looked abnormal. The catheter was inspected and it was noted that the tip was completely detached from the catheter and missing. The tip was found still on the wire, outside of the patient. The device was stored and handled per the instructions for use (IFU). The device was prepped per the instructions for use (IFU). The catheter was not re-shaped by the user. There were no anomalies noted during or after prepping the device. The catheter was not kinked or damaged in any way prior to insertion into the patient. The catheter tip was visible on fluoro throughout the procedure. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There was no kink/bent noted after device was removed from patient. The catheter used in this event as well as four unused devices were returned for analysis. One non-sterile cath tempo 4f ber 100 cm diagnostic catheter and four sterile catheters from the same complaint were received. Per visual analysis, none of the catheters received (neither the non-sterile nor the sterile catheters) were noted to be separated at the distal tip as reported. The catheter¿s tips were intact. No anomalies were found. Dimensional analysis was not performed since no separated distal tip was found. Microscopic analysis to look for transfer of material between separated parts was not performed since no separated distal tip was found. Per functional analysis, the received sterile units were pull tested and established pull test values and pull test results were found within specification. A review of the manufacturing documentation associated with lot 17394606 was performed and no issues were noted that may be related to the reported complaint. The complaint reported by the customer as ¿brite tip/distal tip ¿ catheters-separated - in-patient¿ was not confirmed since no distal tip separation was noted on the received units. The cause of the event experienced could not be conclusively determined during the analysis. The exact cause could not be determined as no failure was identified. Procedural and handling factors may have contributed to the assumed device issue. According to the instructions for use, which is not intended as a mitigation ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi).¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the device. Therefore, no corrective or preventative actions will be taken at this time.